Manufacturer narrative:
H3: the uninterrupted power supply (ups) and battery was returned to the manufacturer for analysis. The unit was bench tested, along with the accompanying ups, as well as, in a camera cart test system and no issues were detected. The battery was able to power a camera cart test system for eleven and a half minutes. The returned camera cart ups was bench tested, along with the accompanying battery, as well as, tested in a camera cart test system and no issues were detected. The unit remained powered on throughout the duration of testing. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Evaluation codes that apply to this testing: 10, 213, 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3: logs were reviewed by a medtronic representative, but provided insufficient information to determine root cause of the reported beha vior. Previously reported codes 10, 213, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735762, version#: (B)(4). Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The navigation system is still under investigation. The software logs were received and are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the main cart and camera cart were connected by a single cable, and the optical system could not be used due to the malfunction on one cable.(spine could not be used completely.) Since the optical system could be used for the navigation system even though the monitor cart malfunctioned, it seemed that original navigation system was more vulnerable to malfunction than the new navigation system. At first, power of both the main cart and the camera cart was turned on. However, it was noticed that the main cart was turned on, but the camera cart was turned off. The issue persisted even after reconnecting the cable between the main cart and the camera cart, restarting the main cart, and pressing the power button on the camera cart. The site noticed that the power on the camera cart had lost power after an imaging system spin. The system was rebooted several times before it powered on. A few minutes after the system was on, it lost power. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
Analysis on the returned pcoip power cable, poe injector power cable, ethernet switch cable, pcoip client, and external main to camera cable all resulted in no failure being found when analyzed. Other relevant device(s) are: product ID: 9735779, lot #: 181030 product ID: 9735767, lot #: 181030 product ID: 9735816, lot #: 181030 product ID: 9735796, lot #: 71a2mky6j2 product ID: 9735772, lot #: 181204. If information is provided in the future, a supplemental report will be issued.